Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article ""spinout/dislocation in mobile-bearing total knee arthroplasty: a report of 26 cases"" (2017) by owen j. Diamond, md, msc, frcsed(tr&orth), emer doran, bsc (hons), david e. Beverland, md published by the journal of arthroplasty https://doi.org/10.1016/j.arth.2017.09.016 was reviewed. The article purpose: to discuss the etiology, prevention, incidence, management, and outcome of spinout. The article reports: between october 1993 and february 2016, 8373 consecutive primary mb tkas were performed irrespective of preoperative deformity. The authors inadvertently create two cohorts with one being balanced with release of collateral ligaments and having spinouts treated by open reduction and the other cohort without ligament release and their spinouts treated by closed reduction. Overall, twenty-six spinouts occurred in 8373 (0.31%) patients. One patient from the first cohort was arthrodesed, which means that in total 2 patients of 8373 (0.024%) have had removal of all components for instability. Patella resurfacing was not mentioned within the article. Cement was not used in all patients. The article doesn't describe specifically which lcs components were used in any of the patients so we will add all possible parts to assume worse case scenario. Depuy products involved: lcs mb knee system complications: spin-out (1), surgical intervention (1) this is to capture the adverse events associated with the 19th patient ((B)(6) female).